Event description:
The initial reporter alleged discrepant results for hepatitis c virus (hcv) using the kit cobas 6800/8800 mpx 480t us-ivd assay. On (B)(6) 2021, the customer tested a third-party proficiency panel. Three samples (samples (B)(6) were non-reactive for hcv, whereas the expected results were reactive. Sample (B)(6) and sample (B)(6) were diluted from a stock solution containing an hcv viral concentration of 500 iu/ml to a secondary stock solution of 100 iu/ml. Sample (B)(6) was derived from the secondary stock solution of 100 iu/ml and was further diluted to 25 iu/ml. Additionally, sample (B)(6) was reactive for hcv with a cycle threshold (CT) value of 36.5, but the expected result was non-reactive. It was stated that sample 5 contained negative plasma. The samples were provided to the customer pre-diluted and ready for testing, with no additional workflow required. The samples were stored as indicated in the instructions and were shipped on ice. No remaining sample was available for repeat testing, and no additional samples were requested for further testing.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay performed within specifications. Data analysis confirmed that the assay demonstrated expected amplification for the hcv target in the positive control and other samples expected to be reactive for hcv. The internal controls, as well as the positive and negative controls for the batch, were valid. The discrepant results for samples (B)(6) were attributed to sample-specific issues, such as incorrect preparation, loss of stock solution integrity, or mislabeling by the third party providing the samples. A product issue was not identified, and the investigation concluded that the assay was functioning as intended.